Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was replaced and is out of service but still implanted in the patient.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and called the hospital. A remote monitoring transmission indicated that the right ventricular (rv) lead had high rv coil impedance. Reprogramming was performed to turn off detections. A revision is planned. No patient complications have been reported as a result of this event.